Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea there is no evidence that the device was out of specification. The most probable root cause is risk associated with surgery. Part numbers: ifuse implant, p/n 7035-90; ifuse implant, p/n 7040-90; ifuse implant, p/n 7055-90.

Event description:
The patient developed a hematoma during the ifuse procedure in (B)(6) 2014. The patient was treated with IV pain medications and icepacks in the hospital. The hematoma resolved.